Event description:
The tibial insert would not seat in the tibial tray. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: examination results suggest that this event is not device related but rather is associated with intra-operative assembly procedure.